Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. After the imaging run was finished, the physician attempted to remove the catheter, but it got stuck on the guidewire resulting in the wire kinking at the catheter tip. The catheter and wire were removed to complete the procedure. There were no patient complications. It was further reported that the guidewire was a non-boston scientific device.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the guidewire exit port was damaged, but the distal section of the tip was in good condition.

Manufacturer narrative:
D2b pro code (product code): itx, obj.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. After the imaging run was finished, the physician attempted to remove the catheter, but it got stuck on the guidewire resulting in the wire kinking at the catheter tip. The catheter and wire were removed to complete the procedure. There were no patient complications.